Event description:
The customer reported via phone call that the insulin pump had a crack. Customer stated that the pump was reset and everything was fine until the new battery. Customer stated that the settings were cleared. Customer had a problem that occurred after the pump shut off and a new battery was inserted. Customer can't see the screen to correct the basal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. They were unable to perform the displacement test due to the lcd damage. The insulin pump had a cracked belt clip slot, a cracked reservoir tube lip, a scratched reservoir tube window, and a minor scratched lcd window.